Event description:
Product analysis was completed on the suspect lead device. Visual analysis of the returned portion of the lead showed that the ring coil was broken near the end of the inner tubing. The coil end was also dark, pitted, and showed signs of metal dissolution. A fracture mechanism could not be confirmed due to the condition of the coil end; however, the fracture was confirmed. Abrasions were seen on the connector boot and outer tubing at various areas. An abraded and cut opening were seen on the outer tubing around 370 mm, with both inner tubes protruding out. The inner tube is cut open, with a portion of the pin coil out of the tubing. Dried body fluids were seen inside the inner and outer tubes. Continuity checks of the returned lead portion were performed during the functional analysis, and no other discontinuities were identified. The coils were seen to be kinked, wavy, spiraled, and stretched in some areas, likely due to the explant process and the allegation of kinked coil was confirmed. Product analysis worksheet was reviewed and no anomalies were seen outside of those previously mentioned. Review of internal data of the associated generator reported in MFR report #1644487-2025-00204 was reviewed and showed the last impedance change occurred on (B)(6) 2025 from 12315 ohms to 13228 ohms on (B)(6) 2025. High impedance was seen during implant on (B)(6) 2025 (12463 ohms) and (B)(6) 2025 (12315 ohms).

Manufacturer narrative:
Medical device problem: (B)(6).

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that high impedance was seen and the patient was referred for replacement. The patient presented for replacement where high impedance was seen again in pre-op, but ultimately only the generator was replaced and a lead revision will occur at a later date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information was received that the patient presented for a revision where high impedance was seen in pre-op. During surgery, generator diagnostics were performed and were seen to be within normal limits. The generator was also seen to be at eos and was replaced, but high impedance was still seen. It was then seen that there was a kink in the lead and it was also replaced. The suspect lead has been received and is awaiting completion of product analysis. The report of the prematurely depleted generator is housed under MFR report#: 1644487-2025-00204. MFR report#:1644487-2024-01566 will continue to house the suspect lead malfunctions.